Event description:
An update was received on the status of the handheld. It was stated that the handheld computer was not working on (B)(6) 2013. A reset was performed, but it was stated that "touch not working". Based on additional updates, then handheld was not working on (B)(6) 2013 either, for the same reason. Attempts will be made for additional information. No further information has been provided.

Event description:
It was reported that the touch screen was not working. It was noted that after a few days it automatically responded and the touch was working, but that when the handheld is switched on it went to the touch sensitivity page and stops there. It was reported that a hard reset would not correct the problem. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis on (B)(4) 2013. Analysis of the flashcard was completed on (B)(4) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2013. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
Reporter indicated that the handheld device was not working, indicating that it would "hang". Reporter noted that they tried to shut it down, but the problem still exists. Attempts for additional information have been unsuccessful to date.

Event description:
Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Manufacturer narrative:
Supplemental MFR. Report #4 inadvertently listed the wrong date. The date should be (B)(4) 2013.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.